Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose level was reported to be above 100 mg/dl. It was indicated that the customer took a manual injection to stabilize blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.